Manufacturer narrative:
Testing and investigation found the ac power cord insulation at the strain relief was charred. No live wires were exposed, and no smoking or burning occurred after the device was plugged in to ac power. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.

Event description:
During verification testing at the manufacturing site, it was noted that the ac power cord insulation at the strain relief was charred.